Event description:
It was reported that the light was still on and was not placed on standby. The patient's right wrist was left with a burn.

Manufacturer narrative:
Fiber optic cable catalog no. 0233050069 lot# 084190 RMA# (B)(4) was returned to stryker for analysis. The customer complaint of ¿patient burn¿ was detailed in the complaint description; not via testing. Visual inspection: did not reveal any physical or cosmetic issues with the product. Functional inspection: the cable was illuminated using an l9000 light source; the product had approximately (50-60) broken fibers which caused the light cable to have a lower than normal lumen output; most returned cables in that condition have been due to long usage breakdown of the fibers. Temperature measurements were performed and the temperature at the tip of the cable measured 80 degrees c; the same as a new out-of-box cable. Therefore, the cable did not present any additional risk to the patient. Probable root cause: possible misuse of the product; the complaint states that the light source was not put in standby mode prior to coming into contact with the patient. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light was still on and was not placed on standby. The patient's right wrist was left with a burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.